Event description:
It was reported that the patient experienced leakage event with two infusion sets on (B)(6) 2026. The infusion set tubing was leaking at t lock. The infusion set was used for one day and for the second time for one hour. The blood glucose was high and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Name - tandem, street - 11045 roselle street, line 2 - suite 200, city - san diego, state - ca, zip code - 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.